Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged when they lock the brake/steer casters into brake, the head end casters do not hold, but the foot end casters do hold. He reversed the linkage at the foot end and the issue returned.